Manufacturer narrative:
(B)(4). The actual pump involved in the reported incident was returned for evaluation. The volumetric accuracy testing was performed three times at a rate of 20ml/hr and a volume to be infused (vtbi) of 20.89ml with 35ml syringe. The test results were within specifications. In addition, no physical damage was identified to the pump hardware which could have potentially caused or contributed to the reported event. The pump's operational log was reviewed for the day of the reported incident, (B)(6) 2015. There was no indication the pump over / under infused or any malfunction of the pump occurred. Based on the results of the investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. If additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the pump did not infuse correctly. No patient injury.

Manufacturer narrative:
(B)(4). The actual device involved has been received for evaluation and the investigation is ongoing at this time. A follow-up report will be submitted when the investigation results become available.